Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ventilator's touchscreen was unresponsive.

Manufacturer narrative:
(B)(4). There was no patient involvement. The covidien service engineer (se) inspected the device and verified the reported issue. The se replaced the touch screen printed circuit board (pcb). The se performed extended self-testing on the device and all tests passed.